Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient was unable to turn stimulation on. It was noted that stimulation had not been on for a while. It was noted they were unable to make adjustment both with or without the antenna attached. They were unable to get beyond the poor communication screen. A communication problem was reported, an overdischarge was suspected. It was noted the last time stimulation was felt and the last successful recharging session was 1 to 2 months prior. It was also noted the patient had a fall about one month prior and they thought the device had moved. It was noted the patient¿s daughter didn¿t notice any change. It was reported the patient went to the office with a discharged battery. There was a power on reset (por) message when the charger was placed over the battery. The error code was not specified and was not successfully cleared. The patient went home to charge and would clear the por message with their programmer. It was also noted the patient had had several falls and they would go in (B)(6) 2013 to have impedance checked and verify that the patient had charged their battery. Symptoms associated with the event included pain and less than 50% therapy relief in their back and legs. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.